Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted no notable conditions. Functional testing found the detector's internal green wire was broken close to the sensor. This type of fault is detected in the manufacturing process for all sensors (disposables or reusable), using two different stations (final test in ¿sft¿ equipment and in ¿cp200¿ test after the soldering process). Product does not leave the manufacturing plant in the condition found in the sample. It was reported that the patient's skin had an issue with the product that was placed in that area. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the green wire was open at the sensor. The most likely cause for the additional condition is traced to a component failure. This issue can be caused by normal usage/bending of the sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the sensor is misapplied with excessive pressure for prolonged periods, a pressure injury can occur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during use, when the sensor was placed for a less than an hour to the patient, a dark purple and black in color around probe area on finger appeared to be an electrical burn. It was noticed apparent immediately after removal of sensor. The patient was sitting at bedside in a recliner. The site of where the sensor applied was periodically checked. There was no additional forces on the sensor. The wound was not staged. There was no any skin preparation performed prior to application of the sensor. There was a medical consultation including treatments and patient outcome.